Event description:
Connection issues associated with the atrial channel during the implantation procedure; therefore the device was not implanted. A second screwdriver was used to remove the lead. Another pacemaker was subsequently implanted.

Manufacturer narrative:
On (B) (4) 2010, this event concerns a device that was mfg and used outside the united states. Analysis is pending.